Manufacturer narrative:
The impella cp was received and a failure investigation was completed. Data log review and simulated use testing confirmed the clinical report of lower than expected flows during use of the device. Upon physical examination of the pump, a chip was identified in on of the impeller blades. Evidence suggests the damage was caused by an interaction between the impella and the patients mechanical aortic valve, however, this could not be confirmed. A review of the device history record found no manufacturing issues or reworks associated with this pump lot. There are no other complaints associated with pumps from this lot.

Event description:
The complainant reported a (B)(6) year old white male tavr corevalve patient presenting for hemodynamic support with the impella cp pump. During support, the device experienced lower than expected flows. Attempts to reposition the device did not resolve the issue, therefore, the pump was removed and replaced with a second impella pump. Upon receipt and inspection of the device, damage to the device's impeller was identified.